Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was seeing the call your doctor symbol on their patient programmer (pp) and it was not working even when everything was charged up. The patient stated they had been in pain and crying because they could not use the pp and had to take pain pills. The patient replaced the batteries in the pp on the call and synced with the ins. The pp showed that therapy was on, the ins was at 75-100% full and the pp battery was 100%. The setting was on group b at 4.50v on p1. The patient stated they thought the pp battery level icon was for the recharger and they kept charging the recharger. The patient stated they saw group a at one point and they were not sure how the setting changed. It was reviewed the setting cannot change automatically. The issue was resolved after troubleshooting. No further complications were reported/expected.